Event description:
It was reported that the right ventricular lead exhibited chronic noise since (B)(6) 2014. On (B)(6) 2019, the patient presented in clinic for normal device change out procedure. The decision was made previous to generator replacement to revise the lead due to the patient being pacer dependent. The lead was capped and replaced successfully on (B)(6) 2019. The patient was discharged.